Manufacturer narrative:
The technician found the brake casters are worn from normal wear and tear. Per the hill-rom service manual the totalcare bed system requires an effective maintenance program. We recommend that you perform a semi-annual preventative maintenance. Preventative maintenance will minimize downtime due to excessive wear. Test the brake casters to determine if the bed moves when you activate the brake, replace or adjust when necessary. Check the tires for cuts, wear, tread life, etc. The technician replaced the brake caster and brake steer caster to resolve the issue. Based on this information, no further action is required.

Event description:
The technician reported the brakes do not hold. The bed is located in the ICU at the facility. There was no patient/user injury reported. (B)(4).